Manufacturer narrative:
(B)(4). Investigation ongoing.

Event description:
As reported by our affiliates in (B)(6), prior to the placement of the 23mm sapien 3 valve via transfemoral approach in aortic position, balloon aortic valvuloplasty (bav) was not performed. During valve deployment, the commander delivery system balloon burst. Valve was fully expanded and well deployed.  The commander delivery system was removed normally, without problems or clinical impact to the patient. Patient was doing well.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The delivery system was returned after being used in the procedure. The delivery system was received inserted through loader assembly with cap unscrewed. There was also a kink on the shaft due to packaging. Balloon appeared burst with no missing pieces. The delivery system was fully inspected. There was a radial and longitudinal burst and piece of balloon separated by engineering when removing loader. Imagery were provided by the site (pre-op and cine) that shows calcification present in the native annulus. No relevant functional testing could be performed due to the condition of the returned device (burst balloon). Single wall thickness of the inflation balloon near to the observed burst was measured. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, and a thin wall could contribute to the observed burst. Measurements meet the specification for the calculated single wall specifications. The commander delivery system instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the ifus and training manuals, no deficiencies were identified. During the manufacturing process, the multiple visual inspections and tests are performed throughout the process. The balloons are 100% dimensional inspected (e.g. Working length, balloon diameter, proximal and distal leg ID, proximal leg od, and double wall thickness). The balloons are 100% visual inspected for defects (e.g. Foreign matter, contamination, deformation, crow¿s feet, fish eye, gel spot and scratches). Sample balloons are burst pressure tested. The balloon assembly was 100% visually inspected prior to laser bonding for any contamination. Prior to the process, the balloon is 100% visually inspected under magnification for balloon size and contamination. Visual balloon inspection is performed. Assembled devices underwent 100% final inspection by manufacturing and quality. Distal and proximal balloon covers are inspected to check position. 100% visual inspection of the inflation and crimp balloons is performed for distorted/pinched folds, wrinkles/waviness, and fold lines. During the inspection, the balloon cover is removed as needed and replaced after inspection. The entire device is inspected and rejected for incorrect assembly, missing components, device damage (kinks, cuts). The commander delivery system was 100% air pressure leak tested before final quality inspection. During post leak test, the balloon covers and inflation balloon were inspected for any damage. Product verification (pv) testing was performed on lot samples. Visual inspection is performed prior to functional testing for physical defects (kinks and cracks) and loose/missing components. Inflation balloon burst pressure test is performed. The lot met the statistical acceptance criteria. All samples passed product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. The complaint for ¿balloon- burst¿ was confirmed. No manufacturing non-conformities were found in the returned sample. No visual abnormalities were observed on the returned sample, and dimensional measurements met specification. Additionally, a review of manufacturing mitigations further supports that the delivery system has proper inspections in place to detect issues related to reported event. A review of IFU/training materials revealed no deficiencies. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences the technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. Per provided images from site the patient had calcification in the native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information supports that patient factor (calcification) likely led to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.